Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer is using cold insulin, and overfilling the cartridge and omits the air removal step. Tandem technical support informed customer that using cold insulin, overfilling the cartridge and omitting the air removal step is off label per the tandem user guide.